Manufacturer narrative:
There is no evidence of a device malfunction. Facility staff has reviewed the event with the operator and attributed the alarms to cannulation issues as the operator was using sharp needles and not the required button hole needles. The patient is experiencing access issues and will be seeing the vascular surgeon. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
An arterial pressure alarm occurred during a routine hemodialysis treatment. The operator was not able to resolve the alarm. Rinseback was not performed due to possible clotting, resulting in an estimated blood loss of 190cc. The patient's standard epogen dose was increased. No other medical intervention was required.